Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bag (pouch) of two (2) minicaps was broken (open). The was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown) correction made to b5: there was no report of patient injury or medical intervention associated with this event (previously submitted as there was no patient involvement). Correction made to b6 & b7: ni (previously submitted as na) correction made to d10: ni (previously submitted as na) correction made to f10/h6: health effect - impact codes: f26 (previously submitted as f27) additional information was added to h6 and h11: h11:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.